Manufacturer narrative:
(B)(4). The customer reported that the battery fails to charge and that it takes 15 minutes for the ac power led to illuminate. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery fails to charge and that it takes 15 minutes for the ac power led to illuminate. There was no report of pt involvement.